Manufacturer narrative:
(B)(4) the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/12/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The patient's mother reported that after removing the sensor the area was still rough, rash-like, and bumpy but less red and inflamed. Patient's mother indicated that their healthcare provider was made aware of the patient's reaction. The affected area was treated with over-the-counter benadryl spray, tegaderm, duoderm, and cavilon barrier film. At the time of contact, the patient was fine. Additional event or patient information is not available. No product or data was returned for investigation. However, a photo of the reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.